Manufacturer narrative:
Continuation of medical devices: product ID 407658, lead implanted: (B)(6) 2010, product ID 419378 lead, implanted: (B)(6) 2007. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient's system was removed due to infection. No further patient complications have been reported as a result of this event.